Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not available.

Event description:
The patient contacted depuy synthes spine¿s complaint handling unit in (B)(6) of 2013 to request information regarding uniplate2 products. On (B)(6) 2014, the patient contacted the complaint handling unit again to report that upon a review of the imaging she believes this device was installed incorrectly. She reported ¿I understand this is based on the neurosurgeon¿s surgical technique and skill level. My question for depuy is would depuy be willing to review these images or assist me in some way. The primary issues I have noted is that there is high screw angularity and more concerning is the device placement. The device was poorly placed and certain screws are anchored into the disk from what I can tell on the MRI and x-ray imaging. I am concerned that the surgeon did a poor job and concerned that the wrong length of uniplate2 was chosen¿. Note: no specific product information has been provided. However, the construct would have a minimum of 2 screws and one plate. There is no indication of device failure. The following mfg medwatch reports are being filed for the involved devices: 1526439-2014-11455 / uniplate2 plate, 1526439-2014-11456 / uniplate2 screw, 1526439-2014-11457 / uniplate2 screw.